Manufacturer narrative:
Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes reviewed and no complications noted. Revision op notes reviewed and identified the following there was significant metallosis within the head and at the trunnion. Femoral component was in acceptable position and stable. Synovial fluid appeared benign. No left shift of stat cell count but at the time of implanting exact cell count was not able to be obtained due to clotting.' Frozen section of synovium negative for acute inflammation 'with a great deal of time and effort I was able to break up the interface circumferentially and removed the sti over component. It had bony growth over its entirety.' A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01978.

Event description:
It was reported the patient underwent a initial left tha, subsequently patient was revised fifteen years later due to metallosis. During the revision significant metallosis within the head and trunnion. The head, cup, and screw was revised. Attempts have been made and additional information on the reported event is unavailable at this time.